Event description:
A literature article reported bailout stenting was performed in 12 patients. One patient sustained a perforation that was successfully treated with a covered stent.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: three-year outcomes of chronic total occlusion (cto) versus non-cto femoropopliteal lesions treated with atherectomy followed by drug-coated balloon angioplasty. D4: the UDI number is not known as the part and lot number were not provided. H6: 4580 coded for bailout stenting with no patient complication reported.

Event description:
A literature article reported bailout stenting was performed in 12 patients. One patient sustained a perforation that was successfully treated with a covered stent. Additional information was received indicating the bailout stenting for the 12 patients was due to suboptimal results after atherectomy (orbital or directional) and drug-coated ballooning, either significant residual stenosis or significant dissection or both.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported activation, positioning or separation problem, perforation of vessels, stenosis, vascular dissection, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported activation, positioning or separation problem, perforation of vessels, stenosis, vascular dissection, and unexpected medical intervention are related to patient disease severity an/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1, b5: updated h6: codes 4118, 3233, and 11 no longer apply.